Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (active/paired state). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer reported an unspecified low sensor reading, and was shaking and lost consciousness. The customer had contact with a healthcare professional and treated with french toast, had blood-work done, and was put on unspecified IV. As the customer did not provide readings from time of event, although low sensor readings were reported, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.